Event description:
It was reported that when using the bd pyxis¿ es server multiple orders were unable to cross over in epic. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that multiple orders were unable to cross over in epic. The technical support specialist (tss) cleared alerts from health sight viewer (hsv). The server sync logs were reviewed, and the root cause was identified as a network connectivity issue, likely due to a temporary dns server update that prevented devices from resolving ip addresses, resulting in repeated "unable to retrieve ip address" this caused the server could not communicate with stations during that period, but communication later recovered, and case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.